Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic data was missing when the device was interrogated. Technical support was contacted and recommended reprogramming. The device could be successfully interrogated and the patient was in stable condition.